Event description:
It was reported that the user experienced signal loss between the dexcom g7 cgm and the ilet, while cgm readings continued to display in the dexcom application; the issue was resolved after instructing the user to turn off the phone¿s bluetooth, switch cgm connections, and re-pair, after which readings appeared on the ilet. Symptoms included no adverse clinical effects. Outcomes included no alarms on the ilet and no interruptions in therapy after re-pairing. Investigation included user troubleshooting and education on bluetooth connectivity and device pairing. Investigation of this case revealed a communication disruption limited to the ilet interface without a sensor failure, consistent with a connectivity problem between devices. It was concluded, based on previously established findings for similar reports, that the cause was a temporary bluetooth communication issue resolved through re-pairing.